Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 5 samples and 20 photos for investigation. Evaluation of the photos and returned samples indicated damaged tubing and leakage from the cannula hub. A total of 10 retained samples were visually inspected, and no damaged tubing was found. Additionally, 10 retained samples were functionally tested, and leakage did not occur. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: hole in product/component and leakage. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a crack was seen in the tubing and cannula hub of an unspecified number of devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.